Event description:
After receiving samples of the the gloves, the rptr placed an order. He stated that the gloves he received are different from the samples; they are weak, powdery and have a heavy latex smell. The rptr is questioning whether or not the gloves are up to FDA standards.